Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Catheters were not recognized by the system.

Manufacturer narrative:
This supplemental report report r (MFR#3009498591-2016-00086) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), initial reporter information (see sections e1,e2,e3). Additional event information: additional event information (see section b5), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation. The customer service engineer (cse) was onsite and ran diagnostic tests and the system passed. The logs were analyzed and it was found that the probe ID is constantly changing and the system was not connecting to wireless. The cse reloaded the software, replaced the wireless adapter, and improve the connection of the transducers and swiftlinks.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00086) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during equipment testing and prior to the start of an unspecified study, the system displayed 8f soundstar catheter for about 30 seconds then immediately displayed an 'invalid configuration' message. The electrophysiologist (ep) staff replaced the catheter with another to complete the intended study. There was a 20 minutes delay while another catheter was obtained. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. The complaint submitted in regards to the soundstar product was reviewed, and subsequent actions were taken to identify the root cause of the complaint. In this case, the use of the recommended set-up and workflow for the system resolved the described issue.